Event description:
A drug coated balloon was inflated during a sfa and the balloon would not deflate requiring over pressure to rupture while in the patient. No harm to patient, once deflated, was able to continue with procedure. Dates of use: (B)(6) 2018. Diagnosis or reason for use: balloon dilatation of venous blockage in leg. Is the product compounded: no. Is the product over-the-counter: no. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: no.